Event description:
My mother told me about a product called oxygenzone from a company called beauticontrol. The product claims it produces ozone (o3) for health benefits. The problem with this is that ozone is toxic to pretty much all biological life including people. My mother claims her skin gets red after using the product, which is a sign of irritation, and I'm worried this thing is damaging her and others. It's a skin care device claiming all manner of nonsense while simultaneously exposing people to ozone, which is not safe. The premise is that you rub your skin with this wand of sorts for health benefits, but from what I can tell all it does is irritate the skin. Because it's harmful. (B)(4).